Manufacturer narrative:
The device was not returned to olympus; therefore, the customer¿s allegation was not confirmed. There is not a clear conclusion about the cause of the reported adverse event. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported the camera head experienced an image problem; the image was hazy, yellow and glitchy. This issue was found during an unknown procedure. The staff pulled another camera without issues. There were no reports of patient harm.